Event description:
One side of the sterile pouch was not sealed, surgeon didn't use the product.

Manufacturer narrative:
Manufacturing investigation is on-going. An amendment report shall be submitted once the investigation is completed.